Manufacturer narrative:
Concomitant medical products: 5071 implantable pacing lead; 6932 implantable tachy lead. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿myopotential oversensing notified by lead integrity alert in a patient with implantable cardioverter defibrillator with a dedicated bipolar epicardial sensing lead.¿ clin case rep. 2016;4(12):1091-1095.

Event description:
A journal article was received which contained information regarding this lead model. The article indicated that the patient presented to the emergency room because the device made a ¿ringing noise.¿ investigation found that the lead integrity alert (lia) had sounded due to oversensing on the epicardial leads. All measurement results of the leads were within range. However, the sensing integrity counter and non-sustained ventricular tachycardia (vt) had met the criteria, which made the alert sound. There was ¿short improper pacing inhibition¿ noted as well. The physician had the patient do arm maneuvers; however, this did not reproduce the oversensing. The patient was asked what was happening at the time of the noted oversensing, and the reply was ¿sleeping,¿ but often ¿turns over¿ using the left arm. When recreating this, the oversensing was reproduced. The patient was advised to avoid the prone position and using the left arm to turn over during sleep. This appears to have resolved the oversensing. The leads remain in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.